Manufacturer narrative:
7/17/1998-supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not received for evaluation.

Event description:
The device was used during a total hysterectomy procedure. Reportedly, the staples did not form properly. No pt injury reported.